Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Authors: kagiyama, koutaro; shimada, toshifumi; nakano, masaharu; toyomasu, kenta; yamaji, kazunori; aoki, yuji; ueno, takafumi; fuk umoto, yoshihiro; shimada, toshifumi journal name: journal of cardiology cases year: 2017 issue: 4 title: coronary artery stent dislodgement and aortic dissection in a patient with a severely calcified lesion in the proximal right coronary artery ref: http://dx.doi.org/10.1016/j.jccase.2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was admitted to hospital due to exacerbation of chronic heart failure. Chest radiography showed cardiomegaly and pulmonary congestion. Cardiac ultrasonography indicated the presence of pulmonary hypertension. A coronary angiography revealed that the patient had a severely calcified lesion with 90% stenosis in the proximal rca. It was decided to perform pci using a 4.0 x 22 mm integrity bms device. A 6f launcher guide catheter and non- mdt guidewire were inserted into the rca and ivus was performed. The lesion was pre-dilated using a non-mdt balloon. The integrity device failed to cross the lesion due to the severe calcification. The stent then dislodged near the target lesion in the coronary artery. The non mdt guidewire was retained and a second guide wire was advanced distal to the lesion in an attempt to trap the dislodged stent. The guidewires were twisted several times to allow their distal ends to intermingle, but trapping of the dislodged stent was unsuccessful. Next, an attempt was made to retrieve the stent into the guide catheter by dilating the distal portion of the stent using a non-mdt balloon and manipulating the wire, but this was also unsuccessful. However, the dislodged stent was moved to the proximal portion of the rca. The stent was then finally placed in the proximal portion of the rca after dilation with a 4.0 x 15 mm nc euphora balloon catheter. Immediately after the procedure, retention of contrast agent in the right coronary cusp was observed, which showed an aortic dissection caused by the guide catheter. A 4.0 x 15 mm integrity device was placed in the rca ostium entry site. Next, following poba, a 4.0 x 12 mm integrity bms device was placed in the target lesion and the procedure was successfully completed. Post procedure the patient had a favourable clinical course and was discharged, able to walk.